Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the device. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.037.016 lot: 9446965 manufacturing site: hagendorf release to warehouse date: 26 may 2015 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a patient underwent a trochanteric fixation nail advanced (tfna) with augment procedure. During insertion of the blade, sleeves got stuck using augment that time and the blade become stuck. The surgeon had to hit sleeves with mallet in order to get them out and the outer trocar as the turning guide /guard to loosen compression buttress nut. There was a surgical delay of thirty (30) minutes due to the reported event. No further information provided. This report is for one (1) buttress/compression nut. This is report 1 of 4 for complaint (B)(4).